Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported baker grade iii-IV capsular contracture on left side. Diagnostic exams showed "noted at left echogenic double lines, isolated and radial, compatible with elastomer folds, associated with small peri-implant liquid" and "elastomer folds and probable capsular contracture at left." The device remains implanted.

Manufacturer narrative:
The events of seroma and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
Patient reported left side seroma and capsular contracture baker grade unknown. Device remains implanted.